Event description:
Rapid sequence intubation indicated for ICU patient with bleeding gastric ulcer and history of pulmonary hypertension. Cmac used given prior airway history. During intubation by crna, cmac device failed (flickering of image, followed by blackout of screen, following by intermittent flickering of images). Enough of an image was available at the right time to allow for intubation, but device failure could have led to failure to intubate patient in a timely fashion.